Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on while there is moisture found within the device. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The keypad rubber was intact, was inadvertently reported in follow-up #1 and should be omitted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad symbols were worn but the keypad rubber was intact. Evaluation revealed that there was moisture in the display screen, a case leak was found during the leak test and there was moisture present in the pump. Investigation revealed that the pump does not power on, there were no audible or vibratory sounds. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.